Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported on (B)(6) 2024 during infusion of saline solution before infusion of chemotherapy at oncology the nurse on duty found leakage of jet solution from the central venous catheter at the point of insertion. The nurse on duty notices the actual break and device replacement is scheduled. Cvp is placed for the execution of chemotherapy. No other information was provided.